Manufacturer narrative:
Concomitant medical products: product ID, 37751, serial# (B)(6), product type: recharger; product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4) apply to the desktop charger. All other codes apply to the ins. Analysis of the desktop charger # c0557630 revealed that the device had broken connector pins. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4): information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that the patient was trying to charge their implant and was only seeing the warning screen indicating that the implantable neurostimulator recharger (insr) needed to be charged but it was plugged in. The patient confirmed that the green charger light was on and the white arrows were aligned. The connector pins also seemed intact, however, when connector was plugged into the insr, the connection seemed a little wiggly. The patient was transferred to repair and the device was replaced. No symptoms were reported. No further complications were reported. (B)(6) 2018, (B)(4): additional information was received. It was reported that the patient (pt) stated that the day prior to the notified date, they found that the desktop charger (dtc) would not stay in. It was noted that it kept coming out and the pt thought the metal tip was still there but it would not stay in. The patient was transferred to repair and the dtc was replaced. No symptoms were reported. No further complications were reported. On (B)(6) 2018, (B)(4): additional information was reported from the consumer stating that they received their replacement part but it was the wrong part. They stated they were totally down because they had not charged. They noted that a piece of metal came out of the top and they could not get it to work. They noted the pain that is about to kill her because her charge is totally down now. Additional information was received on 2018-apr-11 from the patient stating they had "jumped the gun" the previous day when they said they got the wrong part. They stated their neighbor came over and showed them how to use new equipment. They confirmed they were able to plug their equipment in and charge ins and stated they were no longer in pain anymore.